Event description:
It was reported the customer had a crack by the reservoir of her insulin pump. The customer could not recall how the damage had occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. Customer's blood glucose was 150 mg/dl. No additional information provided.

Manufacturer narrative:
Pump was received with broken reservoir tube lip, cracked battery tube threads and missing end cap sticker. (B)(4).